Manufacturer narrative:
The manufacturer previously reported receiving information alleging a damaged liquid crystal display screen had occurred on the device. They alleged the damage is visible when starting the ventilator and no text can be read. They alleged harm but did not specify the type of harm. The ventilator was returned to the manufacturer's product investigation laboratory (pil) for evaluation and the customer's complaint was confirmed. The manufacturer's product investigation laboratory (pil) powered on the device and found the lcd display to be shattered and unreadable. The manufacturer's product investigation laboratory (pil) concludes that no further evaluation is required at this time.

Event description:
The manufacturer received information alleging a damaged liquid crystal display screen had occurred on the device. They alleged the damage is visible when starting the ventilator and no text can be read. They alleged harm but did not specify the type of harm. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.